Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose readings. Customer's blood glucose was 78 mg/dl before sleeping and 200 mg/dl at 1 am. Customer's blood glucose was 400 mg/dl at 5 am. Customer was given a correction with an insulin pen. Customer's blood glucose was stable now. Customer's mother stated that she gave 0.5 unit bolus but the insulin did not exit. The insulin exited during the third attempt. Customer's mother reported that she changed the infusion set and everything worked properly. Customer stated that he forgets about the bolus and didn't want to measure the value of his glucose.